Manufacturer narrative:
Added: d3 the cause of the major bleed/patient device interaction problem was not determined due to insufficient clinical details and no product return.

Event description:
Additional information has been received stating that the patient made a full recovery and is doing well.

Manufacturer narrative:
B5 additional information received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella cp was inserted via the 14fr introducer at the femoral artery to support the 58 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock at time of pump insertion. The underlying medical history was not shared. The pump was placed and the team used best practices at the access site when the peel away 14fr was removed. The team did however note a hematoma to develop at the site which prompted the team to apply manual pressure. This was thought to resolve the hematoma, however oozing of blood continued. The team gave one unit of red blood cells and observed the patient to be supratherapeutic on anticogulation and antiplatelets. Of note patient was coughing up frothy sputum to red tinged blood. The team continued to manage the access site and questioned possible coagulopathies, but explanted the pump after a successful wean on day 2 of the support. The coagulopathy has not been confirmed to date. The patient has survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.